Event description:
The loaner core sag saw was sent for service because it was leaking black oil from the sag saw head. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is complete.